Event description:
Transport ventilator reportedly turns off when run on battery. Despite visual indicator showing battery level as good. User could not pinpoint a particular incident from a particular day, and there were no patient injuries.

Manufacturer narrative:
Device is 9 years old. It was pm-serviced by the user, at the user facility, in october 2014 (it has not been back at the factory previously since august 2013). We have not been able to duplicate the reported condition, in factory testing this past month. We suspect a missed or improper battery calibration at the user facility. We will replace this battery pack as a precaution, though we have found no defect ourselves.